Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board to power the device on. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing to power the device on was found to be consistent with program corruption.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device would not power on. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The ventilator's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board to power the device on and the system board was replaced to address the issue. Additionally, the device failed a step during testing. The device's sensor board was replaced to address the issue.